Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The disposable soda lime canister was replaced to resolve the reported issue.

Manufacturer narrative:
(B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the elevated inspired levels of co2. There was no reported patient injury.